Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, a revision procedure was performed to reposition this right ventricular (rv) lead for an unknown reason. During the revision, the patient became asystolic and the right atrial (ra) lead was temporarily repositioned to the rv. A new lead was placed in the rv and an attempt was made to reposition the ra lead back into the ra. During this attempt, helix extension/retraction difficulty was observed and the ra lead was explanted. This rv lead was successfully positioned in the ra and the revision was completed. No additional adverse patient effects were reported.